Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Cuts into the insulation were found 31.5 cm distal to the is-1 connector pin. These cuts most likely occurred during the explantation procedure. Furthermore, the fixation helix was found bent. The deformation probably resulted from the surgery due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead in the lbb position dislodged so it was removed and replaced with a new lead. Should additional information be received, this file will be updated.